Manufacturer narrative:
(B)(4). The device was evaluated and the reported iipv event was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device; all tests passed successfully with no issues noted. A service history record review revealed no issues that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 09:42:40. No additional information is available.